Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing. This oversensing was due to a wide qrs complex. Patient condition was unknown. Further information was requested, but not yet available.